Manufacturer narrative:
Follow up will be filed if additional information is received. Unit was evaluated on (B)(6)2015 and repair statement shows that the switch/button is broke on the controls.

Event description:
It was reported by dealer that the irc5po2v concentrator does not have an alarm functioning.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc5po2v concentrator does not have an alarm functioning. Unit was evaluated on (B)(6) 2015 and repair statement shows that the switch/button is broke on the controls.